Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode due to normal battery depletion. The product code could not be downloaded. The battery was at end of life (eol) level. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri). The measured battery data was 2.64 v, 12 ua, and 17.1 kohms. On 11/16/2010 the battery data was 2.69 v, 8 ua and 9.4 kohms with an estimated long. The device was replaced.